Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was in backup vvi during a routine follow-up. A firmware download was performed successfully. The patient was asymptomatic and will be followed normally.